Manufacturer narrative:
The failed sample has been returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
(B)(6) reported, "we came across an issue with a filter in our tray pack. The lot number is 1809006d. There appears to be some sort of debris in the filter. Used to filter a syringe. Thankfully it was noticed before it was used." (B)(6) is referring to an individual 0.22 micron syringe filter and component in one tray.

Manufacturer narrative:
One ams-539-2 was returned by the account for investigation, individually with no packaging. Visual inspection showed that the product was properly assembled, and the caps properly tightened. Upon removal of the filter cap, it was observed that an unidentified debris is present and appears to be of granular nature. The debris is not within the white filter but sitting in the inlet to the filter. The reported condition was confirmed. See photo below. The component, ams-539-2, fluid & filter connector kit that was assembled and september 2018 in an iso class 8 clean room. A review of the lot history record was conducted for this component. The incoming inspection report indicates zero findings for external contamination, internal contamination or damaged components. Qc performed a seal integrity and content (visual) inspection during in-process packaging and final pack-out. The inspections were all acceptable. Root cause: the reported condition of debris in the filter was confirmed. The debris source was unable to be determined and there for a root cause was not able to be identified. Trending: a 2-year review of complaints noted 5 additional complaints for the ams-539-2 product. One of these complaints was for the same reported condition of an unidentifiable debris found from april 2017 on lot 1702056d. The debris for ams-539-1 was determined to be a piece of the shoe covers worn in the clean room and not the same as the debris identified in this complaint - 02458. All complaints for debris or particulate matter in the last 2-years resulted in a different type of debris, no complaints were related to this failure. Corrective action: at this time no corrective action will be opened. This is the first incident reported of unknown debris and all product is inspected during the pack out procedure. Preventive action: no preventative action is necessary at this time.

Event description:
(B)(6) reported , ".we came across an issue with a filter in our tray pack. . The lot number is 1809006d. There appears to be some sort of debris in the filter. Used to filter a syringe. Thankfully it was noticed before it was used." (B)(6) is referring to an individual 0.22 micron syringe filter and component in one tray.